Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, voltage check, patient sensor calibration check and system air leak test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal association between continuous cyclic peritoneal dialysis (ccpd) therapy with the liberty cycler and the patient¿s diabetic ketoacidosis event requiring hospitalization is unknown. There is no documentation in the complaint file that indicates a causal relationship between the liberty cycler and the patient¿s diabetic ketoacidosis event. The etiology of the patent¿s diabetic ketoacidosis event is unknown at this time. The possibility exists that the patient¿s diabetic ketoacidosis event was associated with patient¿s uncontrolled diabetes requiring insulin dose adjustment. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called regarding an air detected in cassette message and reported they did not complete treatment the night before and were not feeling well. Additionally the patient reported they were unable to complete their dialysis treatment for several nights and did not have their manual pd supplies as they were traveling. On (B)(6) 2017 the patient was subsequently hospitalized for diabetic ketoacidosis (dka). During follow up the pd nurse stated the patient¿s dka event occurred after dialysis treatment and was not related to the cycler. Additionally, the pd nurse reported the patient had difficulty controlling their glucose levels. The patient has been seen in the clinic and was reported to have recovered from the event. The patient has continued with peritoneal dialysis therapy. The cycler was replaced.